Event description:
Inpatient being monitored for anticoagulant therapy (coumadin). Prothrombin time (pt) result reported to physician was erroneously low. Pt received coumadin dosage to bring pt's pt to therapeutic range. Further testing revealed over-anticoagulated. Vitamin k therapy given to counteract the effects of increased anticoagulant therapy.